Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) clarified that both the pump and the catheter were replaced. It was noted that neither catheter will be returned as the hcp cut the catheter in multiple spots and it was found that the catheter had pulled out of the intrathecal space. It was noted that the end was sitting in the anchor. It was believed the pump was being sent back to make sure it was good. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was removed and returned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 16-mar-2018, (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 21-apr-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen with an unknown dose and concentration and morphine with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient was seen for a refill on (B)(6) 2019 and there was a significant volume discrepancy. The patient was scheduled today ((B)(6) 2019) for a catheter dye study. It was noted they were unable to access the catheter access port (cap). The patient stated they have had withdrawal symptoms approximately 1 month ago. Environmental/patient factors that may have led or contributed to the issue included the patient fell 2 months ago. Diagnostics/troubleshooting included they were unable to draw back from the cap. Actions/intervention included unable to access the cap. It was noted that the issue was not resolved at time of report and the patient's status at time of report was alive-no injury. It was noted that surgical intervention did not occur, but was planned but had not been scheduled. The patient's weight was asked, but unknown. The patient's medical history included multiple sclerosis (ms) and previous back surgery. The event date was (B)(6) 2019. Additional information received from a rep on (B)(6) 2019 indicated the devices were explanted on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.